Event description:
End-user reports that peristomal skin located under the wafer's mass presents with soreness, due to wafer leak.

Manufacturer narrative:
The event as described is deemed a serious injury, because a breach of skin integrity can cause a range of consequences, some of which can be life-threatening especially to the elder patient. From a clinical perspective, a causal relationship between the activelife 1 pc - 1 pc drainable pouch w/ durahesive (dh) plus and this event is deemed possible because product use is temporally associated with the skin where the problem occurred. End-user was provided instructions on care and crusting techniques through use of stomahesive powder and skin protective barrier wipes. No additional patient details have been provided to date. A return sample for evaluation is not expected should additional info becomes available a follow-up report will be submitted. Reported to the FDA on 1(B)(4) 2013. Note: the actual date of event is unknown, so the date used was the date convatec became aware.